Event description:
During a revision for a tilted pocket (see MFR's report# 3004209178200806773), an extension was damaged. The extension was repaired. For f/u info regarding this event, see MFR's report# 3004209178200806780.